Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The same day the patient experienced the peritonitis event, the patient was treated with 2 doses of vancomycin 2 grams, intraperitoneal (ip). The same dose was repeated 7 days after the initial dose. The cause of the peritonitis was a breach in aseptic technique. The patient was not retrained on pd therapy. At the time of this report the patient was improved from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, four weeks after initial peritonitis event, the patient experienced recurrent peritonitis. On an unreported date, treatment with unspecified antibiotics was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.